Event description:
Customer reported issues with a pump that had physical damage, including scratches, a broken charging port cover, exposed screw, and a dent, indicating wear and tear. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event or actions taken.